Event description:
It was reported that the cassette of a homechoice automated pd set with cassette was damaged. This was noted after the patient removed the set from the homechoice device during self-testing of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed excess loose sheeting on the outside of the cassette and an incomplete sheeting weld. Leak testing, clamp function testing, clear passage testing, and simulated use testing were performed. Leak testing revealed that there was a leak through the incomplete weld. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.